Event description:
An altitude alarm was reported for the pump, causing the suspension of insulin. Blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge. The customer successfully resumed insulin, and the pump returned to normal operation. No recurrence of the alarm occurred, and the customer received tips to prevent future altitude alarms.